Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with mentor smooth round moderate profile 325cc saline prostheses and experienced difficulties post procedure. The patient reported that initially the prostheses did not fit into her bra correctly. The physician added additional saline, and nipple asymmetry occurred subsequently. The patient then underwent an additional surgery to adjust her skin. After the additional surgery was performed the patient began experiencing discomfort. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-10381 for contralateral prosthesis report.